Event description:
On (B)(4) 2013, the reporter contacted animas, alleging that the ok keypad button was unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation follow-up # 1 submitted 02/15//2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: keypads torn over the ok button. The up, down, & ok buttons are unresponsive. Removed keypad and found the ok contact inverted, as well as contamination under all contacts. The up, down, ok, & bolus button were unresponsive due to the ok contact being inverted shorting out the other buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.